Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the clinic with episodes of pacemaker-mediated tachycardia (pmt) and loss of capture (loc). It was allege to be caused by premature ventricular contraction (pvc) and fusion respectively. Reprogramming was performed. Patient is in stable condition.